Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advised the customer on using multiple daily injections for backup therapy, and confirmed shipping details for the replacement pump. The customer was instructed to put the old pump into storage mode and to return it to tandem within 10 days using a prepaid label.